Event description:
The customer reported that the pack of ten had only 8 sponges in the pack. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There was no sample or picture provided for analysis. Therefore, the reported issue could not be confirmed. The bundling 10 count is an automatic process, the bundles are prepared by 10 count average weight measurements. The samples are required to evaluate if other factors could have contributed to the incorrect count of the sponges. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.